Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl; cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.